Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the seal was losing air on the balloon on the short port on the vasoview 6 pro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified no defects in the silicone balloon. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; bubbles were observed rapidly releasing from the region where the body of the trocar meets the balloon inflation port. The area was observed under microscopy. The leak was visualized using a detergent and was located at the joint where the black plastic ring on the inflation valve assembly meets the white trocar body. This finding is consistent with the root cause identified in the CAPA; "small leak in the bonded section of the inflation port of the body". Based on the results of the evaluation, the reported complaint for "leakage of co2" was confirmed. This failure mode is currently being remediated under a CAPA. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).